Manufacturer narrative:
The events occurred on an unspecified dates (B)(6) 2020 ¿ (B)(6) 2020. The device is manufactured either in baxter healthcare ¿ (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of minicaps with povidone-iodine solution had no iodine. This was noticed during setup for peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.